Event description:
It was reported "downstream occlusion". Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 3/25/2024. One device was received for evaluation. Visual inspection found the device to be in used condition. The event history log revealed numerous downstream occlusion alarms. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.